Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A quadrox-I adult was sent back for investigation in the laboratory of manufacturer. A leak test was performed on the blood side of the product. A leak can be confirmed on the gas side of oxygenator. No any other abnormalities were detected. A further investigation is currently not possible due to safety reasons. Corresponding measurements have already been initiated. Once these measures are implemented, the investigation can be resumed. Sap trend search was performed (material 70106.7942, failure code 0103 de-aeration membrane) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4)%, which is below than 1%. Due to this information no systemic issue could be determined. Since the further investigation currently not possible, the root cause determination is also not possible. Therefore the most probable cause of the failure is unknown at this moment. Device history record was reviewed. There were no references found, which are indicating a non-conformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"blood leaked at the membrane of oxygenator during operation. Leaking started beginning of operation, so they replaced new one quickly and the operation was done well." (B)(4).